Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
During lifting of the patient, the left side knuckle arm broke. The lift and patient fell. The patient suffered a bump on her head, while the caregiver suffered a skin scrape.